Manufacturer narrative:
Correction: in section b5 the name of the procedure was updated from total laparoscopic hysterectomy to robotic assisted total laparoscopic hysterectomy. Manufacturer narrative: the device has not been returned for evaluation to date and no photographic evidence was provided therefore the reported event could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 86 complaints, regarding 98 devices, for this device family and failure mode. During this same time frame 568,488 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use, the user is advised that prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report mw5119236 on 14jul23. The report was found to be written against the (B)(6), vcare 200a ¿ medium device that was being used during a robotic assisted total laparoscopic hysterectomy procedure on an unknown date. The report stated, ¿patient as undergoing robotic assisted total laparoscopic hysterectomy. Manupulator in place. The handle broke. Manupulator was then taken out.¿. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
This complaint was created due to the receipt of a medwatch report mw5119236 on (B)(6)2023. The report was found to be written against the 60-6085-201a, vcare 200a ¿ medium device that was being used during a total laparoscopic hysterectomy procedure on an unknown date. The report stated, ¿patient as undergoing robotic assisted total laparoscopic hysterectomy. Manupulator in place. The handle broke. Manupulator was then taken out". There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.